Event description:
Nurse noticed PICC line was leaking fluid underneath tegaderm dressing. PICC nurse and nurse changed dressing and found that there was a small crack in the catheter of the PICC line near the hub. Nnp was able to cut the catheter and reinsert a new hub to repair the line. PICC was redressed and old hub was saved for review at bedside.what was the original intended procedure?tpn/lipids delivery.device #1is this a laboratory device or laboratory test?no.